Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. During neurovascular diagnostic procedure issue got happened and procedure was delayed. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment does not turn on. Review of the log file showed pc hardware error. Upon troubleshooting, fse found that image control pc is failing and replaced it but problem persists, later fse found issue with flex vision pc. Fse replaced the flex vision pc along with balancer unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully as it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.